Manufacturer narrative:
A visual examination of the returned device noted that the stent was fully mounted. The clear section of outer sheath had detached from the blue section of outer sheath. The distal end of the device was curved in appearance. Examination of the inner shaft noted that it was severely kinked and partially broken at the location where the outer sheath was broken. During analysis the inner shaft broke completely. The stent of the device was deployed distally from the distal portion of detached outer sheath. Examination of the deployed stent found no anomalies. There was no issue with the movement of the proximal portion of the outer sheath. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx covered stent was attempted to be implanted within the common bile duct (cbd) of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a tumor within the lower cbd. The tumor was reported to be approximately 3 cm in length. The patient's anatomy was reported to be "somewhat" tortuous. No dilatation was performed prior to stent placement. During the procedure, the stent was attempted to be deployed within the cbd; however, it could not be deployed. Upon removal of the fully constrained stent, it was noticed that the stent and "transition zone" had become detached from the catheter and were only attached by a "long piece of plastic." The device was able to be removed from the patient and a different device was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx covered stent was attempted to be implanted within the common bile duct (cbd) of a patient on (B)(6) 2012, during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a tumor within the lower cbd. The tumor was reported to be approximately 3 cm in length. The patient's anatomy was reported to be "somewhat" tortuous. No dilatation was performed prior to stent placement. During the procedure, the stent was attempted to be deployed within the cbd; however, it could not be deployed. Upon removal of the fully constrained stent, it was noticed that the stent and "transition zone" had become detached from the catheter and were only attached by a "long piece of plastic." The device was able to be removed from the patient and a different device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.